Event description:
Boston scientific received information that the field representative was not sure if this left ventricular (lv) lead was dislodged and stated that this lead exhibited high outputs and questioned about the remaining steroid. X-ray was performed in the past; however, marker bands was right on the coronary sinus (cs); thus, medical doctor (md) decided to wait. The field representative mentioned that patient was not biventricular pacing and found that patient exhibited high pacing threshold. Boston scientific technical services (ts) remembered that vast majority of the steroid was gone in the first 30 days and found reference online that still 20% left at 10 years. Ts then commented that it was still up to the medical doctor (md) to change the lead and ensure to get as far distal as possible. A medium caliber vein was then noted. No adverse patient effects were reported. Additional information received that the lv lead was had migrated. The lead was removed as the physician chose to find a different location for the placement of the lead and that the lead would have not been optimal for that location. Also, the physician wanted the benefit of the steroid for low lv threshold since patient is young. The lv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.